Manufacturer narrative:
(B)(4). Date sent: 1/19/2026 d4: batch #unk investigation summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a device with the bailout activated, inserted through a trocar into the body cavity. However, the screen shows the device¿s jaw closed on the tissue. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 2/20/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/12/2026. D4 batch #523d26. A manufacturing record evaluation was performed for the finished device lot number a97t0d, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 523d26, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) if the home button was pressed, did the knife fully return to its home position? If the jaws could not be opened, how was the device removed? Was the procedure extended? If yes, how long (minutes). Was there any patient consequence as a result of the procedure being prolonged 45 to 60 minutes? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device ech60s lot number a97t0d and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaw on the device would not open before firing when the surgeon repositioned the device. There was no patient consequence nor surgical delay reported. No additional information provided.